Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that both of her one touch ultra meters were prompting her past readings instead of the "apply sample" symbol. The complaint was classified based on the conversation, the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. It is unknown when the reported issue with the subject meters began. The pt denied taking any action regarding her diabetes management as a result of the issue. However, at 2:30 am on the same day, after the alleged issue began on both subject meters, the pt claimed she developed the symptom of shakiness and treated herself with juice. At the time of troubleshooting, the cca discovered that the pt was manually powering the subject meters on prior to inserting the test strip. The cca walked the pt through the proper testing procedure. The issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose on either of the subject meters, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.